Event description:
Medwatch report (B)(4) received 12/19/2011 (B)(4). Patient lost 80% of vision (have gained some back) due to an ulcer. May need corneal transplant due to wearing sofmed breathable contact lenses. Just read a letter letting me know they have been recalled. Follow up attempts to contact the patient have been made for more information, with no reply to date. This is being filed as corneal ulcer.

Manufacturer narrative:
This is being filed as corneal ulcer. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the patient complains of. Conclusions: no conclusions can be drawn. This is being reported as a corneal ulcer. There is not evidence to suggest the contact lens was the root cause of the patient's symptoms. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.